Event description:
It was reported that during a hepatectomy procedure, when the device was used for a denuded liver adhesion, the blade was broken off. As the broken piece was already retrieved, no pieces were left inside the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt. Device discarded.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.